Manufacturer narrative:
H4: the device was manufactured between 01feb2024 and 05feb2024 h11: two (2) devices were received for evaluation. During visual inspection, the stress member flange was observed cracked. The reported condition was verified. The cause of the condition could not be determined; however, upon closer examination the damage area of the stress-member flange suggested the cause of crack may be related to the handling of the device before use. It appears an unknown and very strong external force was applied directly onto the stress-member flange causing it to crack. During manufacturing, the device went through 100% visual inspection and 100% functional testing. Therefore, a cracked stress-member flange would have failed during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of two (2) large volume infusors were unstable and can be tilted to either side of the pumps. The issue was further described as, the part securing the fill port was damaged. This was observed upon removal from the box. There was no patient involvement. No additional information is available.